Manufacturer narrative:
(B)(4). Retainer ring=black, the pump was returned for cosmetic damage located at the back of pump (crack) and partial display with white horizontal lines found on feb 25, 2021. After battery installation unit gave an unexpected partial display with horizontal lines on display. Unit passed displacement test and self test. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on display glass between the display controller and the display image area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump pump was progressively getting more horizontal and eventually vertical white lines on the screen over the past 3-4 weeks. Insulin pump had crack and received low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.